Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive was reformatted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a cine drive failure. No pt injury was reported.